Event description:
The sales rep reported that device removed from sterile packaging and appeared to the surgeon to be bent. Implantation was not attempted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.